Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 port on four of the vasoview 7xb short port btt's were blocked and no co2 could pass through the tube. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question. Refer to MFR report: 2242352-2012-00458, 2013-01397 and 01398 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It shows no signs of clinical usage and no evidence of blood. Visual inspection determined no nonconformities with the device. The btt balloon was inflated, no nonconformities were noticed. Air was applied to the btt short port with a syringe and no restrictions were noticed. Then the btt short port was placed in the cannula, and the vasoview 7xb tool and endoscope were inserted in the cannula. Next air was applied to the btt short port with a syringe, no restrictions were noticed. Based upon these findings, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).